Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that on the second firing, the device broke and would not staple tissue. There was no pt consequence. Add'l info received on 11/4/97. It was stated by the affiliate that the firing mechanism (pinion gear) broke. No pt consequence was reported.

Manufacturer narrative:
D6: device returned with no lot ID. H6: damaged firing mechanism. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: batch number, cartridge pan in place/condition, condition of drivers, lockout tabs on pan condition, and position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of knife, and condition of wedge bands, good; condition of firing mechanism, damaged; and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. This inquiry was originally reported as an rpo "record purpose only." Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.